Event description:
It was reported that a malfunction alarm occurred, with a malfunction code of malf 12. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided instructions to reset the pump, and no recurrence of the malfunction code was observed after the reset. The customer was advised to continue using the pump and to contact support if the issue reappeared.